Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit failed the power up self test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed error codes 10 and 12. The fse replaced the front end board (0670-00-1164) and reloaded the b17 software. The fse performed a complete system checkout. The unit passed all testing and was cleared for clinical use.